Event description:
It was reported that during an im nailing, the surgeon was hammering in the nail and the handle of the mallet broke into three pieces. Nothing fell into the patient. The surgeon used another mallet and completed the procedure with no reported adverse effect to the patient.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed to determine whether there were any issues which could cause or contribute to this complaint. The examination showed that there were no issues during the manufacturing that would contribute to this complaint. There were two handle pieces returned, the back portion behind the pin and one side. The break on that piece is along the shaft midline until it interfaces with the the back piece and goes outward at an angle. The missing piece had similar profile. There is a large dent in the handle just below where the missing piece is broken away. The product evaluation visual inspection revealed that the head has numerous dents and gouges indicating that the hammer has seen extensive use. The locking collar is tight against the head of the hammer. The threads for the collar in the alternate location near the handle are damaged and appear to have been struck by something flattening out the first two threads in spots. The collar was moved to that location but could not be threaded onto it due to the damage of the threads. The complaint is invalid as it does not appear that the complaint is a result of a design or manufacturing related issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2011. Placeholder.